Event description:
The customer reported that there was a dose deviation that displayed during a constancy test. No pt injury was reported.

Manufacturer narrative:
(B) (4). The dose was adjusted to values from an acceptance protocol. The system operates as intended.